Event description:
In 05 the surgical team re-operated on the pt to perform a vad assisted CABG. A prior cardiac assist device tee showed obstruction of the native mitral valve by the inflow cannula. Upon successful completion of the CABG procedure as planned, the team assessed the position of the inflow cannula and found that it was between the 1st and 2nd depth marker. This was different information than what had previously been assessed by tee, and it was decided not to move the cannula due to risk of dislodgment. At the end of the case, with the chest remaining open, and while discussing how to proceed from this point, the surgeon repositioned the inflow cannula by gently pushing on the cannula. He did this because he felt it was compressing one of the grafts he had placed. It was at this time that the cannula became dislodged from the atria. The surgeon reinserted the cannula, de-aired the system and reinitiated support. The pt died three days later. It was surmised by abiomed that the sutures were loose, causing movement of the cannula and allowing subsequent dislodgment when the cannula was pushed on by the surgeon.